Event description:
It was reported that after a da vinci-assisted pulmonary wedge resection surgical procedure, a routine CT scan was performed, and a fragment was found in the patient. The customer was unsure if a fragment came of intuitive surgical, inc. (Isi) insturment or accessory. Fragment has not been retrieved yet. The customer was planning next steps. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.